Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm tmicl12.6 implantable collamer lens, -09.00/+2.5/065 (sphere/cylinder/axis), was damaged while loading. There was no patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated the lens was damaged due to surgical tech error. The cause was due to user error. The problem was resolved with the implant of the backup lens. H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found a haptic torn/broken. Claim # (B)(4).